Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 2.5 device for mechanical circulatory support. It was reported that a purge pressure low alarm occurred. A crack was found in a line that was leaking. The cassette was exchanged. In addition, it was reported that the patient received 1litre of plasma lite and 2 liters of blood. Plans were to add heparin to the purge solution and stop peripheral heparin due to chance of bleeding until partial thromboplastin time comes back and CT scan could be done. The device was explanted in the procedural area.